Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the nurse call port is pushed into the alarm case. When the nurse call cable is attached and weight is off the sensor pad, there is no light at the test fixture. The alarm does sound when using only the sensor pad or the magnet. (B)(4).

Event description:
The customer reported the nurse call cable port is pushed into the alarm housing and the nurse call cable is not sending a signal. The customer did not provided a date when this was discovered. No pt incident or injury reported.